Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine stopped working in chop mode. The clinic used another phacoemulsification machine to complete the case. There was no patient injury reported.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service technician at the customer's location. The technician was not able to duplicate the customer's reported event. The technician checked and verified all connections and components and was unable to identify the exact cause of the event. The system met amo specifications.